Event description:
Covidien stapler misfire caused additional blood loss approximately 250 cc and caused additional time in the case approximately 1 hr to repair the bleeding injury caused by the misfired stapler.